Event description:
On (B)(6) 2009 pt reported she just noticed that neither her up or down buttons were responding. She stated it started a couple of days ago and she noticed it when programming a bolus. Pt reported the buttons only give the beep or vibration if they are "hit the right way." Pump has not been dropped, nor exposed to water. Pt stated she wears the infusion device during the shower, and she hooks it on to "something". Pt reported she hooks the infusion device on a bar in the shower door, and water does not hit the infusion device. She stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.